Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to no button response. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.